Manufacturer narrative:
D4: lot number: since this was a bilateral case, two catheters were used. Both catheters were discarded, so it's unknown which lot number corresponds with the leaking luer issue. Lot number could be either 8035463131 or 8035463121.

Event description:
It was reported that there was a drug leak. Two 135x12cm ekos endovascular devices were selected for use in a bilateral pulmonary embolism case. During therapy in the ICU, the drug luer of one of the catheters was observed to be cracked and leaking. No troubleshooting was possible. The procedure was discontinued, but therapy continued with heparin. The patient probably did not receive an adequate amount of lytic. After the whole therapy of ekos and heparin, the patient was in acceptable/good condition. No patient complications were reported.